Event description:
It was reported that the patient was having difficulty charging the ipg. The patient underwent an ipg replacement procedure and was doing well post-operatively. The explanted ipg was not returned as it was kept by the medical facility.